Event description:
On (B)(6) 2015 patient reported the following to merz: on (B)(6) 2014 a patient was injected with radiesse & voluma in the upper cheeks and under eyes, nlf. The patient is not use where in the face each product was injected. The patient stated that she had only consented to be injected with belotero & voluma and that the injector changed it during the injection without notifying the patient. The patient stated that when the injection started it was so painful, excruciating, the physician was putting so much pressure on her face. She had bruising under the left eye and some hemociderin staining. Post injection there was a hematoma and a tiny bit of necrosis. Heat packs and ice were used. The patient stated that this was an intravascular injection. She had one little place that had scabbed and healed. It will be very hard to tell if there will be a scar (the skin is wrinkled on right side) she had hemociderin staining under her eyes and she is getting laser treatment. The patient also stated that she has lumps in some areas that are not good. She is unsure if the radiesse was mixed with lidocaine or epi. Lidocaine was used on the outside of her face.

Manufacturer narrative:
(B)(6). When she left the office she could hardly catch her breath. The injecting physician had left the building. When she got to her car she felt sick. She drove and she thought that she had pulled over. She went into the back seat of her car to vomit. When she woke up there was a man standing in the street yelling at her because her car was in the street. She had anxiety and she felt as if she had done something wrong. She drove by a hospital. When she got home her husband told her to go to the hospital. She stated that she had paranoia. She felt that if she went to the hospital, everyone would know what she had done. After three weeks she ended up going to her own doctor who told her it was a toxic reaction to the lidocaine or epinephrine. She may have an allergy to lidocaine, this may have been an intravascular injection. She had a toxic effect of too much lidocaine and she reacted. In the doctor's opinion she should have had oxygen immediately. The patient stated that first she went to an ophthalmologist. On the day of the injection she had blurry vision until the next morning. She also stated that she had shadow vision (for example she would see a lamp on top of a lamp). It got better as the night went on. He did a full battery of tests on her eyes and concluded that there is no long term damage.